Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose above 400 mg/dl after a meal while using the ilet and subsequently disconnected, removed the infusion set without visible issues, administered subcutaneous insulin by pen, and later reconnected with a reported glucose of 315 mg/dl followed by hypoglycemia to 52 mg/dl. Symptoms included feeling unwell and sore thighs. Outcomes included self-management with subcutaneous insulin and carbohydrate intake, without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education on reconnection, confirmation of infusion set status, and counseling to avoid overcorrection. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia followed by hypoglycemia. It was concluded that the event involved hyperglycemia and subsequent hypoglycemia with cause unclear and that user was able to restore glucose toward range with guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.